Event description:
It was reported that insulin gauge displayed amount different than expected. There was no reported impact to the customer¿s blood glucose level. Customer declined to provide further information.